Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient experienced an allergic reaction to wearing of the aligners. Their symptoms included redness, swelling in the gums and cheeks, bumps forming when wearing the aligners alone without any brightbyte foam. Patient also reported that once stopping wearing of the aligners, their symptoms subsided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.